Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. The evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the xenon light source had an unspecified error code related to a lamp during preparation for use. The customer replaced the lamp and proceeded with the unspecified procedure. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was not reproduced, a probably cause could not be identified and a definitive root cause was not determined olympus will continue to monitor field performance for this device.